Event description:
The patient is a (B)(6) pacemaker dependent female admitted to the medical center on (B)(6) 2011 for infection of pacemaker pocket. On (B)(6) 2011, the patient was in ccu being vpaced by a dual chamber medtronic external pacemaker. The patient was stable and was being attended to by a staff rn, when the patient advised the rn that she suddenly did not feel well. The patient fell unconscious and pulseless. The staff rn immediately called for assistance and staff nearby gave chest compressions. The pacemaker was checked and found to be off. The pacemaker was turned back on and the patient regained consciousness and vitals returned to baseline. Another pacemaker box was ordered and the suspect pacemaker was removed from service and picked up by central services. The patient did recover fully from the event and there were no permanent injuries.